Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2011, the patient presented due to silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de-novo lesion located in the 1st diagonal with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25x8mm promus element ¿ stent, with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, site reported that the patient died. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that stent thrombosis occurred.

Manufacturer narrative:
(B)(4).